Manufacturer narrative:
A patient reported experiencing shocking sensations in the neck that caused their head to be "frozen" in a contracted position for the past year. The patient also reported occasionally experiencing absence seizures, hand shaking, and stuttering with the shocking sensation.

Event description:
It was reported by the patient that they have been experiencing episodes in which they describe as absence seizures, characterized by left and right hand shaking and occasionally accompanied by other minor stimulation adverse events. While reporting this issue, the patient began experiencing one of the absence seizure episodes they had described. No other relevant information has been received to date.